Manufacturer narrative:
UDI: (B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the conformable gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis may include, but are not limited to endoleak, reoperation, aortic rupture, and death.

Event description:
On (B)(6) 2017, the patient underwent treatment of a chronic stanford type b dissection with a non-gore manufactured endoprosthesis. On an unknown date, follow-up examination reportedly identified a proximal type I endoleak with aneurysm enlargement. On (B)(6) 2018, the patient was implanted with a conformable gore® tag® thoracic endoprosthesis (tgu373710j / 14744209) to treat the proximal type I endoleak. On (B)(6) 2018, a computed tomography (CT) scan reportedly revealed a type ia endoleak at the proximal end of the gore® tag® device. According to the report, it was difficult to extend the stent graft system proximally; therefore, the physician implanted an additional gore® tag® device in the approximately the same position as the previously implanted endoprosthesis in order to increase radial force at the proximal end, and further dilated the endoprostheses with a coda balloon catheter. An intra-operative angiograph could not confirm resolution of the endoleak. The procedure was concluded, and the physician would order an additional CT scan to confirm whether the endoleak had been resolved. On (B)(6) 2018, the aneurysm ruptured. No further treatment was rendered per family¿s medical decision, and the patient expired.

Manufacturer narrative:
It was reported that the bare stent of the previously implanted non-gore manufactured endoprosthesis may have prevented the conformable gore® tag® device from gaining sufficient proximal wall apposition on (B)(6) 2018. Resolution of the proximal type I endoleak on this day could not be confirmed. Correction made to date of event to reflect earliest date of onset for the proximal type I endoleak.